Event description:
It was reported that perforation and pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. The patient's laa anatomy was posterior and inferior with chicken wing configuration. Trans-septal puncture was performed mid-posterior. Transesophageal echocardiogram (tee) and computed tomography (CT) measurements suggested sizing for a 24mm watchman flx closure device and delivery system (wds). A watchman fxd access system (was) was positioned and a 24mm wds was prepared and inserted. Over five deployments and partial recaptures were performed before removal of the 24mm wds. A 20mm wds was then prepared and inserted. The 20mm wds reached a more optimal position than the previous 24mm wds, however it did not meet position, anchor, size, seal (pass) criteria and was therefore removed. The was repositioned and a new 24mm wds was prepared and inserted. As the 24mm wds was being inserted, the was aggressively spun out of the desired location and the decision was made to abort the procedure. Echocardiogram then revealed a large pe. An emergent pericardiocentesis was performed and the patient was transferred to the operating room for surgery. A 3mm perforation was located at the apex of the laa and surgical ligation of the laa was successfully performed. The patient remains in recovery with expected discharge within the week.